Event description:
The report stated that on the third radio frequency ablation, the pt appeared to have a 3rd degree skin burn around the entry site of the electrode. The burn was approx 5 square centimeters. A dermatologist treated it and no debridement was necessary. The pt is reported as fine. The needle was repositioned during the procedure to treat two lesions and the total ablation time was 6 minutes.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.